Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device was partially fired. It was reported that after firing, the reinforcement material did not release from the device as expected. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal pancreatectomy, after resection, the sheet got caught and could not be removed, so it was cut off and the problem was resolved. There was no patient injury. Medtronic's initial evaluation of the incident device found the reload was partially fired with the interlock engaged.